Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call motor error alarm, display anomaly and damage on the insulin pump. Troubleshooting for motor error alarm was performed. Customer advised that the display screen was hard to read when they reach a bright light screen and that the screen was damaged. Customer advised they received a motor error alarm during a bolus attempt. Customer was able to complete the rewind process. Customer received 2 motor error alarms in the last 30 days. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.